Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted the following month, due to excessive vaulting. The lens was found to have decentered and the peripheral iridectomies were widened further to alleviate any elevation of iop prior to explanting the lens. The initial incision was opened to explant the lens and there was no patient injury, no sutures. The lens was exchanged for a shorter lens. The patient's bcva is 20/20

Manufacturer narrative:
Evaluation: results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.